Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient reportedly still feels stimulation. Treating neurologist indicated that the patient has not responded to the vns therapy and is not interested in ncp system replacment. No x-rays are planned. The device remains programmed to on with plans to explant when end of service occurs.

Event description:
Product analysis was completed on the generator and the attached programming history database record showed the patient had high impedance. The patient's devices were explanted and replaced. Lead product analysis (pa) was completed and approved. The lead was replaced and returned due to reports of fractured leads, and this allegation was confirmed in pa lab. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During a visual analysis, the connector pin coils appeared to be broken approximately near the electrode bifurcation. It was identified that the area was mechanically damaged which prevented identification of the coil fracture type. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, pitting and evidence of a stress induced fracture (rotational forces) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evident by presence of metal pitting. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explant process. White deposits were observed in various locations. With the exception of the observed discontinuities and abraded opening the condition of the returned lead portion is consistent with the conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portion were performed and no other discontinuities were identified. Based on the findings in the pa lab, there is evidence to suggest a discontinuity in the returned portion of the lead may have contributed to the lead fracture. The high impedance was initially reported and submitted under medwatch 1644487-2004-00103.